Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The returned device was tested with multiple scopes; no error was observed and no problems noted. The unit passed all functional tests and was verified to meet olympus standards and specifications. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30," scope communication error occurred for multiple scopes when used with the olympus, model cv-170, video system center. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the b30 error was unable to be identified. Olympus will continue to monitor field performance for this device.